Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd received 1 photo and 1 sample from the customer facility for investigation. Based on the evaluation of the sample and photo, bd observed separation between the hub and collar of the product. Bd is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. An absolute root cause for this incident cannot be determined. Refer to CAPA (B)(4).

Event description:
It was reported that bd eclipse¿ needle had the safety shield drop off. No serious injury or medical intervention reported.